Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose levels (31 mg/dl at its lowest). Carbohydrates and juice were consumed to address the low bg. The customer thought that the low bg was caused by physical activity and being insulin sensitive. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.